Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. All other rv parameters are within normal values. No changes have been made and the ICD remains implanted and in service. No adverse patient effects were reported.